Event description:
It was reported that there was an electromagnetic interference (emi) issue. It was stated that the implantable neurostimulator (ins) was recently found by the patient to be off twice during work hours. The patient worked closely to a dishwasher. The patient reportedly experienced less than 50% therapy relief. At the patient¿s follow up appointment, the active electrodes were c+, 1-, and 2- (amplitude: 0.75 volts, frequency: 14 hertz, and rate: 210 microseconds) with no effective stimulation. After reprogramming, effective stimulation was achieved with electrode pair 1- and 3+ (amplitude: unknown, frequency: 14 hertz, and rate: 210 microseconds). The patient¿s status at the time of the event was alive and no injury.

Manufacturer narrative:
(B)(4).